Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their sensors did not work. The customer states they had received sensor errors. The customer states their blood glucose levels had gone low and were not aware due to malfunctioning sensor. The customer's levels had been as low as 47mg/dl. The customer declined to troubleshoot for the sensor at this time. The customer was advised the sensors would be replaced and returned for analysis.